Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/microscopic inspection: the balloon size for this product was printed on the balloon hub of the catheter and identified the returned sample as a 5mm x 200mm balloon. The first segment contained the catheter with the hub and measured approximately 55.7cm in length. The balloon was detached from the catheter at the proximal weld bond. The second segment containing the balloon measured approximately 26.8cm in length. The distal end of the balloon was partially prolapsed over the distal tip, likely indicating retraction issues. The detachment locations were examined under microscopic magnification (20x) and stretching of the catheter was observed, likely indicating retraction issues. Both catheter segments were kinked throughout their length. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. No other anomalies were observed to the device. Functional/performance evaluation: no further functional testing could be completed due to the detached balloon. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for a balloon detachment and retraction problems based on the condition of the returned sample (i.e. Balloon returned detached and distal end of balloon was flared). The retraction problems likely contributed to the catheter detachment. The root cause for the retraction problems could not be determined based upon available information. It was unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Potential adverse reactions: additional intervention the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following an angioplasty procedure of the right sfa, the pta balloon dilatation catheter detached during retraction. It was further reported that the health care provider (hcp) retrieved the detached segment through the same access site. Good blood flow was observed and the patient was reported to be doing well post procedure.

Manufacturer narrative:
No medical records were provided to the manufacturer. The lot number for the device was not provided. The device history record could not be reviewed. The device was not returned to the manufacturer for evaluation. The results of the device evaluation will be furnished upon completion of the event investigation which is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following an angioplasty procedure of the right sfa, the pta balloon dilatation catheter detached during retraction. It was further reported that the health care provider (hcp) retrieved the detached segment through the same access site. Good blood flow was observed and the patient was reported to be doing well post procedure.